Event description:
Caller reported a malfunction on the pump, specifically malfunction code 3. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump, advising the caller on the necessary steps for setup, storage, and returning the malfunctioning pump. The caller was informed about using updated pump software and the proper use of a g7 sensor. The caller understood instructions and acknowledged all steps, with no signature required for delivery.